Event description:
Procedure summary: it was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastrically during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) performed on (B)(6) 2026. Event summary: during the procedure, the axios stent was fully deployed; however, the stent expanded only to 9 mm instead of 15 mm. The stent remains in place, and the procedure was completed. Patient status: there were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted for a gastroenterostomy procedure. The axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement during gastroenterostomy procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.